Event description:
Event description boston scientific received information that this patient had twiddled this right ventricular lead. A revision procedure was required and the lead was explanted and replaced.